Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The caller was informed that, due to the age of the epg being greater than five years, it was no longer eligible for service. There was no patient involvement.